Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The reporter stated that the device stopped infusing at 46 hours; so the device did not fully administer with the patient only receiving approximately 85% of the dose. The infusor was filled with fluorouracil 5700mg in sodium chloride 0.9%. This issue was identified during a patient infusion. The device was connected at the hospital, then the patient went home and returned to hospital for disconnection. A positive pressure valve was used with the device during the infusion and access was via a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from july 14, 2021 - july 15, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.